Manufacturer narrative:
(B)(4): stent graft migration, endoleak, disease progression; neck dilatation and conical.

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 5 years ago. Vessel morphology was reported as a conical aortic neck with a diameter of 24-29 mm with a 10 mm length; 6.4 cm aneurysm diameter. It was reported that currently there is a 10-15 mm migration with a type I endoleak. A secondary intervention was done to reline the migrated device with an endurant cuff. This was successful and the type I endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.